Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they noticed that the dc extension cable casing was damaged. Discovered prior to the case and a new cord was used. No harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/16/2022. An investigation was conducted on 12/28/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were visible on the device. The white cord was observed to be pulled back from the green molded plug, exposing the internal wires of the cord. The other collar was observed to be intact, with no visual defects observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications. The reported device is an OEM device. The certificate of conformance was reviewed for the lot # p21g01-24. The vendor certifies that this device lot # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.